Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experienced posterior capsule rupture occurred, necessitating an anterior vitrectomy in the unknown eye during cataract surgery and the surgeon noted that the patient is currently doing well after an anterior vitrectomy.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).